Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer stated that immediately after insertion she experienced severe pain, the pain was right sided and she felt like something was digging into her. This caused discomfort and affected her ability to exercise and to work. She also experienced abdominal cramping and bloating. On (B)(6) 2013, essure was explanted surgically leaving her with 2 scars. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after implant she experienced severe pain, the pain was right sided. Essure was surgically explanted 3 months after insertion. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, consumer reported the pain started immediately after insertion. Therefore, considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 27-jul-2015 from consumer: her demographic information was provided. She denied any previous gynecological problems or procedures, any other medical history and concurrent condition. This (B)(6) female patient had essure lot number a73746 inserted. She was not at post-partum state. No back-up contraception was used after essure insertion and before total occlusion confirmation. She also stated that no hysterosalpingogram or other exam was performed. As soon as essure was inserted, she experienced pain, cramping, discharge, bloating. She was unable to sit. During surgery (essure removal), it was noted that the right essure had embedded under uterus causing constant pain. It was stated that her right tube was cut off laparoscopically. She recovered after removal. Symptoms/ pain resolved almost immediately after essure removal. Please note that she provided discrepant information (informed end of (B)(6) 2012 as essure removal date). Ptc investigation result received on 05-aug-2015, ptc global number (B)(4). Final assessment. Batch number a73746. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after implant she experienced severe pain, the pain was right sided. Essure was surgically explanted 3 months after insertion. During this procedure, according to follow up information, it was noted the right essure was embedded under uterus. These events, interpreted as post procedural pain and device embedment, are serious due to medical significance and listed in the reference safety information for essure. The essure coils may dislocate and embed into uterus or fallopian tubes. Also, abdominal and pelvic pain may occur after essure insertion. In the present case, consumer reported the pain started immediately after insertion. Later, it was informed that during surgery (essure removal), it was noted that the right essure had embedded under uterus causing constant pain. Her right tube was cut off laparoscopically and the events resolved almost immediately after essure removal (positive dechallenge). Therefore, considering close temporal relationship, positive dechallenge and events' nature causality with essure use cannot be excluded. Also, non-serious events were reported. As device removal was required (per surgery), this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Internal communication received on 04-nov-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after implant she experienced severe pain, the pain was right sided. Essure was surgically explanted 3 months after insertion. During this procedure, according to follow up information, it was noted the right essure was embedded under uterus. These events, interpreted as post procedural pain and device embedment, are serious due to medical significance and listed in the reference safety information for essure. The essure coils may dislocate and embed into uterus or fallopian tubes. Also, abdominal and pelvic pain may occur after essure insertion. In the present case, consumer reported the pain started immediately after insertion. Later, it was informed that during surgery (essure removal), it was noted that the right essure had embedded under uterus causing constant pain. Her right tube was cut off laparoscopically and the events resolved almost immediately after essure removal (positive dechallenge). Therefore, considering close temporal relationship, positive dechallenge and events' nature causality with essure use cannot be excluded. Also, non-serious events were reported. As device removal was required (per surgery), this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.